Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm low bgs. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose of 47mg/dl on (B)(6) 2024 that she treated with glucose tablet. Customer did not use glucagon. She discontinued the pump that morning. Customer did not mention any symptoms of low. Customer also mentioned that there was a crack on the battery compartment of the pump. Customer said there was no physical damage to the retainer ring. Customer declined to troubleshoot the low but did troubleshoot the damage. Pump was used within 48 hours of the low. It was unknown if smartgaurd was used. Pump is returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported a blood glucose value of 47 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, and glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884l, unomedical. The customer reported a crack in the battery compartment. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.